Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed functionality test on erbe and could not replicate any issue reported by customer. The system tested and verified ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical inc. (Isi) rep. Reported that the staff called mid procedure to report both monopolar ports on their erbe are showing question marks. The staff stated they rebooted and changed out energy cords (only had 2 cables to swap) to no avail, the technical service engineer (tse) had the staff pull power cord and wait for 15 - 20 seconds, power cord reboot did not resolve. Tse recommended using a 3rd party generator force triad, and the staff stated they don't have a blue energy activation cable p/n 371716. The staff stated they will continue with laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury.